Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and mesh were implanted. The patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2005 along with concurrent perineorrhaphy, bilateral sacrospinous vault fixation, anterior and posterior colporrhaphy due to pelvic organ prolapse and stress urinary incontinence. It was reported that following insertion the patient experienced pain, mesh exposure, vaginal infections, vaginal discharge, foul odor, bloatedness and dyspareunia. It was reported that patient underwent mesh revision/removal on (B)(6) 2005 and (B)(6) 2005 (mesh excision and removal of granulation tissue) due to mesh exposure, infections and painful intercourse.